Event description:
It was reported that there was low impedance on the right ventricular lead, but that pacing was appropriate and no sensing issues were noted. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.